Manufacturer narrative:
Batch review performed on 15.november.2021: lot 2104424: (B)(4) items manufactured and released on 12-07-2021. Expiration date: 2026-06-22 no anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported events. Additional implant involved: liner: mpact 01.32.3652hct flat pe hc liner ø36/g (k103721) lot. 2100163. Batch review performed on 15.november.2021: lot 2100163: (B)(4) items manufactured and released on 1-feb-2021. Expiration date: 2026-01-19. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported events.

Event description:
The patient came in 3 days after the primary surgery reporting pain due to a dislocation of the head from the liner. The surgeon revised the cup, head, and liner. The surgery was completed successfully. The surgeon implanted a larger dm cup with more anteversion put in.